Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
The sales associate reported a potential revision of a pectus implant. It was reported that a pectus excavatum patient had a bar that was close to coming through the skin.